Event description:
It was reported through remote transmission that unspecified device reset mode was observed. The patient was brought into the clinic for further troubleshooting. Patient's presenting rhythm was normal. Programming changes were made. No further information was provided.